Event description:
It was reported that the user experienced a blood glucose excursion that reached 200 mg/dl and remained out of range for approximately three and a half hours, during which the ilet did not provide a high or low alert; the user later disclosed missed meal announcements and overtreatment of a prior low while feeling impaired. Symptoms were not reported. Outcomes included self-management without outside assistance or medical intervention. Investigation included troubleshooting and user education with additional training assigned. Investigation of this case revealed user-related factors, including inconsistent meal announcements and potential overcorrection behavior. It was concluded that the event was attributable to use-related factors and that continued training and consistent meal announcing could mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.